Event description:
Valve was implanted 3/24/99 and explanted on 3/25/99. It was determined that the one-way reflux valve failed. The distal catheter was placed into the gall bladder, and when revised bile was found in the valve and in pt ventricle.